Event description:
Adverse event(s): "none reported" (no info). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported, an intraocular lens was exchanged for the same model, different power iol. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic was torn/split (possibly cut) almost completely in half. Lens bench testing could not be conducted due to the optic damage. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 06/08/2010 and 06/22/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).